Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.3, lab: 1.8, therapeutic range: 2.0-3.0. Nurse used a blood drop from the venous draw done for the lab system. Patient has not tested on the meter since (B)(6) because he had switched to pradaxa. Doctor took patient off pradaxa and put him on coumadin on sunday (B)(6) 2011.